Event description:
Information was received from a consumer (con) regarding a patient who was implanted with spinal pain. The patient reported that the patient's recharger was not working. A couple days later, the patient reported that he was sent a new recharger, but that the new one wasn¿t working as well. The patient reported on september 4th, 2018 that the recharger wasn't working because when it was plugged into the desktop charger (dtc), the recharger showed the "charge recharger now" screen no matter how long it was plugged in (the recharger wasn't charging). The patient noticed that the connector pin was bent (pin was "slightly askew"). There was not an out of box failure reported. An email was sent to repair. On september 5th the patient called patient services back and said that he received replacement dtc, however that did not resolve the issue, and that the recharger is still not charging up. The patient stated that when he spoke to repair yesterday that it was the recharger, not the dtc. The patient reported that the recharger was stuck on the ¿recharge the recharger¿ screen. Patient services instructed the patient to perform a reset, however that did not resolve issue. The patient checked the recharger port and said that all the pins looked fine. The patient reported that he had been without stimulation since september 2nd, and that he couldn't do anything about the pain. A voicemail request for a call back to the patient was sent to repair. On september 21st, additional information was received. The patient reported that the loss of stimulation and the pain had been resolved. Patient weight was updated. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
Event description had date/timeline errors in it. Event description was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product type: recharger (desktop charger); product ID: 37761, serial/lot #: (B)(4), desktop charger (dtc) was returned to the manufacturer. Analysis of the dtc (serial number: (B)(4)) revealed that there was a bent connector. Implantable neurostimulator (ins): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with spinal pain. The patient reported in (B)(6) 2018, that his recharger was not working. In (B)(6) of 2018, the patient reported that he was sent a new recharger, but that the new one wasn't working as well. The patient reported on (B)(6) 2018, that the recharger wasn't working because when it was plugged into the desktop charger (dtc), the recharger showed the "charge recharger now" screen no matter how long it was plugged in (the recharger wasn't charging). The patient noticed that the connector pin was bent (pin was "slightly askew"). There was not an out of box failure reported. An email was sent to repair. On (B)(6), the patient called patient services back and said that he received replacement dtc, however that did not resolve the issue, and that the recharger is still not charging up. The patient stated that when he spoke to repair yesterday that it was the recharger, not the dtc. The patient reported that the recharger was stuck on the ¿recharge the recharger¿ screen. Patient services instructed the patient to perform a reset, however that did not resolve issue. The patient checked the recharger port and said that all the pins looked fine. The patient reported that he had been without stimulation since (B)(6), and that he couldn't do anything about the pain. A voicemail request for a call back to the patient was sent to repair. On (B)(6), additional information was received. The patient reported that the loss of stimulation and the pain had been resolved. Patient weight was updated. No symptoms were reported. No further complications were anticipated/reported.